Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the reporter on february 2, 2009, and was able to obtain/verify limited info. The pt manages her diabetes with self-adjusted insulin (unk type). It is not known what her test frequency is. It is not clear as to when the alleged meter issue began. According to the reporter, the pt reportedly received oral glucose treatment from emergency services (ems) on the day lifescan was contacted, at 12:37 pm. That same afternoon 3:15 pm, the pt also reportedly consumed more food/drink(s) as a result of the alleged meter issue. At 3:30 pm, the patient's blood glucose was tested on an ems meter and a result of "63 mg/dl" was reportedly obtained. Within 10 minutes, the patient's blood glucose was also tested on the reported meter and a result of "83 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. During the time of concern, the reporter claimed that the pt had symptoms of being unresponsive and her eyes were glazed. It is not known if the symptoms developed before or after the alleged meter issue began. At another point during the event, the reporter stated that another meter-to-other meter comparison was performed between the reported meter and the ems device. The reporter alleged that the reported gave a result of "89 mg/dl" and the ems meter gave a result of "29 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It would have been helpful to know the following info: what meter readings the pt obtained before the symptoms developed, what date/time the symptoms started, and what actions the pt took before, during, and after the time she was symptomatic. In addition, it would have been helpful to know what time the results of "89 mg/dl and 29 mg/dl" were obtained, and her medication and diabetes management regimens. According to the reporter, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt received oral glucose treatment from paramedics as a result of the alleged meter issue. It is not clear as to what meter readings or actions the pt took before the event occurred. However, at one point during the event, a meter-to-other meter comparison was performed where the calculated difference between the reported results exceeded lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.